Event description:
The customer contacted abbott failed calibration of the axsym rubella lgg assay where error code 1048 (calibration check failure, cala/b, ratio too large) was generated. The customer decontaminated the lines, cleaned and calibrated the axsym optics and recalibrated the rubella assay, which failed. The customer was advised to troubleshoot by centrifugation of the calibrators, and was sent a new lot of calibrators. Upon receipt of the new calibrators, recalibration of the rubella lgg assay was attempted and failed. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.